Event description:
Rptr received breast implants for cosmetic reasons. She has breast numbness and hardening of implants. Rptr has had 8 closed capsulotomies. Implants have ruptured. Rptr had surgery 8/95 to remove residual silicone. Rptr also c/o: blood pressure, demyelinating neuropathy, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, confusion, balance disturbances, atypical m-s, reduced blood flow to brain, brain tumor, pain and/or burning sensation and inflammation of chest, thyroid problems, swelling, pain, discoloration and sensitivity of extremities, raynaud's disease, irritable bowel syndrome, hair loss, headaches, palpitations, hypersensitivity to chemicals, connective tissue disease, lupus, sjogren's syndrome, arthralgia, muscle spasms, muscle pain & burning, muscle atrophy, fibromyalgia, rashes, sun sensitivity, non-restorative sleep, vasculitis, chronic fatigue syndrome, granulomas and clumsiness. The pt had residual silicone removed on 8/7/95 and another surgery on 9/11/96. Both times in right breast. Right breast is now deformed.